Event description:
It was reported that episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing were observed. The patient was asymptomatic. The device was reprogrammed.